Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. Per the functional evaluation, the sample was inflated with water and there was evidence that water leaked from the sac. The sample was examined and confirmed that there was a tear on the sac. The tear was examined under microscope and noted to be long and rough. The tear looked like it was caused from outside. However, it is undetermined how and when the problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was dislodged from the patient. The dislodgement was noted after surgery. It was later confirmed by (B)(4), that there was a pinhole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was dislodged. The dislodgement was noted after surgery. It was later confirmed by medicon, that there was a pinhole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was dislodged. The dislodgement was noted after surgery. It was later confirmed by medicon, that there was a pinhole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was dislodged. The dislodgement was noted after surgery. It was later confirmed by medicon, that there was a pinhole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was dislodged. The dislodgement was noted after surgery. It was later confirmed by medicon, that there was a pinhole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was dislodged. The dislodgement was noted after surgery. It was later confirmed by medicon, that there was a pinhole in the balloon.